Event description:
It was reported that the user was without her audio processor for a few months because it was lost. At activation of the new processor, the user could not hear and experienced painful and non-auditory stimulation of the tongue. Reportedly, the user's tinnitus is better when the audio processor was in use, however she never had any auditory sensation with the device. Imaging was performed and reportedly showed the electrode array to be out of the cochlea. As the user never had benefit from the device it is unclear if the electrode had indeed migrated or if the electrode had not been inserted. Per internal registration information, 4 channels were left extra-cochlear at implantation. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. In addition, 4 channels were left extra-cochlear at implantation per internal registration information. Observed symptoms were most likely due to electrical stimulation in the middle ear caused by the extra-cochlear channels. The concerned device was explanted but has not been received for investigation yet.

Event description:
It was reported that the user was without her audio processor for a few months because it was lost. At activation of the new processor, the user could not hear and experienced painful and non-auditory stimulation of the tongue. Reportedly, the user's tinnitus is better when the audio processor was in use, however she never had any auditory sensation with the device. Imaging was performed and reportedly showed the electrode array to be out of the cochlea. As the user never had benefit from the device it is unclear if the electrode had indeed migrated or if the electrode had not been inserted. Per internal registration information, 4 channels were left extra-cochlear at implantation. The user was re-implanted. It was stated in the device explant report that the active electrode array was found completely out of the cochlea. Per internal registration information of the new device, pre-operatively diagnosed ossification was observed during re-implantation. Despite requested, the concerned device could not yet be returned for investigation.

Event description:
It was reported that the user was without her audio processor for a few months because it was lost. At activation of the new audio processor, the user could not hear and experienced painful and non-auditory stimulation of the tongue. Reportedly, the user's tinnitus was better when the audio processor was in use. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. In addition, 4 channels were left extra-cochlea at implantation per internal registration information. Observed symptoms were most likely due to electrical stimulation in the middle ear caused by the extra-cochlea channels. Further ossification was present since implantation surgery, which might has contributed to the observed issue. This is a final report.